Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe label information had been removed. There was no report of patient impact. The following information was provided by the initial reporter: spotted box

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Several images of the 30gx8mm bd syringe were provided. The customer reported spotted boxes. The images were examined, and it was observed that photo appears to have some sort of spot or tear on the shelf carton. A review of the device history record was completed for batch# 2052365. All inspections and challenges were performed per the applicable operations qc specifications. Based on the images received, embecta was unable to confirm the customer¿s indicated failure of packing printing defect. Root cause for this defect cannot be determined. Based on the images received, embecta was unable to confirm the customer¿s indicated failure of packing printing defec.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe label information had been removed. There was no report of patient impact. The following information was provided by the initial reporter: spotted box.